Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient has a surgery to remove cholesteatoma and the device was electively explanted during the same surgery on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of this date of report.